Manufacturer narrative:
Event was reported directly by patient who phoned into coopervision's customer support. Method, results: two (2) sealed lenses from the same lot involved in the incident were evaluated. The device was examined for visual defects and measured for parameters. Conclusions: no failure was detected and product was within specification. No conclusion can be drawn. This case is reported as corneal keratitis. The patient was treated with vigamox, nevanac, and azasite. The patient's issues have been resolved and the patient has returned to contact lens wear. There is no clear indication that the device could have caused or contributed to the incident. Should additional information be received that would change this conclusion, an update to the report will be filed within 30 days of receipt.

Event description:
Patient called in directly to coopervision and stated she experienced a reoccurring eye infection while wearing proclear toric (omafilcon a).